Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, non-bd syringe with liquid is observed with a black foreign matter, a foreign matter analysis is attached, and a bd blunt fill needle. The client mentions that the white epoxy which the needle adheres to the adapter coincides with the results of the analysis of the foreign matter found in the syringe. A device history review was performed for the reported lot 3045503 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The contamination in the syringe could not be generated by the adhesive used in the needle assembly process. Additionally, the foreign matter observed by the customer is black, the epoxy adhesive is white. Physical samples are required to further analyze. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Event description:
It was reported that the bd blunt filter nrfit had foreign matter. The following information was provided by the initial reporter: particle was visually encountered in the syringe and image taken with microscopy. Ft-ir results can be seen.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.